Event description:
A drywaller. Moderate stt arthritis. Implantation of stt spacer in 2008. Seven weeks immobilization. Explantation of the spacer 2009.

Manufacturer narrative:
Results from histology not available yet. Heavy manual work. Early return to work. Probably too heavy load on implant at an early stage.